Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "oxygen not available" alarm. The device was in clinical use when the issue occurred. There was neither delay in therapy and/or medical intervention reported due to the event. No patient or user harm reported. The customer reported that the circuit was in the open state when water was added to the chamber; the fio2 was set to 23%, and the circuit was connected, the customer then reported that the alarm was then observed. The device was evaluated by a service engineer (se), and it was reported that the issue was not reproduced at the repair center. The se reviewed the event log and was able to find an "oxygen not available," and "check vent: oxygen device failed" error code (1111) logged on the device history. The se noted that since the oxygen supply stops when a "check vent: oxygen device failed" occurs, an "oxygen not available" code will also occur at the same time (this is device's specification). Although an inspection was performed regarding "check vent: oxygen device failed", there were no abnormalities found. The se then noted that the device will calculate how much high-pressure oxygen flow is required to achieve the set oxygen concentration, based on the flow delivered from the blower motor. If a circuit leak or patient-circuit disconnection generates a flow that exceeds the v60¿s leak-compensation capability, the "check vent: oxygen device failed" may also occur. No repairs were performed by the se, regarding the event. The device was cleaned, and test prior to returning the device to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6)